Manufacturer narrative:
On may 30, 2022, mentor received additional information which was reviewed by the clinician and additional new generalized symptoms including sores on the tongue, migraines, blurred vision, skin rashes were also experienced by the patient. Device remains implanted. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that under previous submission (follow up number 1), field h10 narrative inadvertently listed incorrect date. It should be "(B)(6) 2022". This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4). Date under field h10 (additional manufacturer narrative)

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with 310cc mentor smooth round high profile on both sides and experienced right side capsular contracture; baker grade unknown, and generalized illness symptoms including numbness of breast, throat, chest, swelling on her lip, face swelled up, dry mouth, losing her hair, numbness on her legs and all over her feet. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient¿s left-sided device.